Event description:
A spinelink anterior cervical system had previously been implanted in the pt. At a recent follow-up visit it was determined the pt had developed an eroded esophagus. The hardward was subsequently removed.